Event description:
On (B)(6) 2025, the patient reported of persistent high (>400 mg/dl) despite 6 site changes: no bent needles, leaks, or device alerts. Bionic report showed >1u insulin delivered for 12+ hours; 31u on board. The patient noted hard tissue at infusion sites, possibly scar tissue. Agent advised new site in less-used area and monitoring. The issue was corrected by changing site. The patient was reported to be out of range for 90+ minutes. Follow-up information indicated that blood glucose decreased to 360 and trending down. No symptoms experienced during event and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.